Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2013; dtba1qq ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead triggered an alert for out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.